Event description:
Medtronic received information that during use of this starfish heart positioner device the physician stated that the mesh "pad" inside the suction cup of the starfish device became detached whilst trying to maintain suction on the heart. They attempted to smooth out the mesh and reattach to the device, but without success. Device was not able to maintain adequate suction. The device was replaced with a backup to complete the procedure. There was no adverse patient effect reported with this event. Additional information: there was no damage along the suction tubing line. The suction head was not obstructed or damaged.

Manufacturer narrative:
Conclusion: complaint confirmed for the starfish heart positioner pad's mesh liner missing. The issue was verified via the customer-provided photo, however, the device did not return for analysis. Review of this unit's device history record found no abnormalities or ncmrs initiated during manufacturing that would cause or contribute to the reported event. This unit passed all required testing and visual inspections during manufacturing. This condition could be the result of excessive force or physical shock encountered during shipping and or handling, however, root cause is unknown. A review of complaints for similar model numbers showed no trends warranting escalation at this time. Trends for issues with this product are reviewed at product quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Continued from g3 PMA / 510(k) #: device is class I exempt. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.